Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Event date: unknown. Additional brand name: screwdriver shaft matmidf med self-hold l7. Other UDI: (B)(4), lot number unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the orothokit has one broken screwdriver handle and the shafts of three screwdrivers do not hold the screws properly anymore where they have been worn down with high use. No information available if this was detected during surgery or not. This complaint involves 4 parts. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. Part# 03.503.202: the manufacturing documents were reviewed and no complaint related issues were found. The device was manufactured according to the specification in august 2015 and we are not aware of any other complaint for this article- and lot number. These findings speak against any manufacturing related issue. The evaluation has shown that the forefront of the cruciform is discolored from often use. Also we found that two blades of the cruciform have a slight deformation on top, which causes the complained malfunction of does not hold the screw. Based on the provided information we are not able to determine the cause of this damage. The findings that only two blades are damaged and that the deformations are in clockwise direction could be an indication that the screwdriver was once not properly aligned with the screw recess during tightening of a screw. Part# 03.503.203: the manufacturing documents were reviewed and no complaint related issues were found. The device was manufactured according to the specification in may 2009. The evaluation has shown that the device is in a very used condition, there is a clearly visible wear mark from the holder on top of the device, the lot number is faded, and all four blades are discolored and rounded/worn at the forefront. The wear at the forefront does cause the complained malfunction of does not hold. Finally it can be concluded that this device is in an end of life condition as specified in the important information leaflet. Based on the age and the used condition of the device a manufacturing related issue can be excluded. Part# 03.503.206: the manufacturing documents were reviewed and no complaint related issues were found. The device was manufactured according to the specification in june 2009. The evaluation has shown that the device is in a very used condition, there are cleary visible wear mark all over the shaft of the screwdriver, the part- and the lot number is faded, all four blades are discolored and rounded/worn at the forefront. All four prongs of the holding sleeve are worn and two prongs are bent outward. The combination of wear at the screwdriver blades and worn/bent prongs at the holding sleeve does cause the complained malfunction of does not hold. Finally it can be concluded that this device is in an end of life condition as specified in the important information leaflet. Based on the age and the used condition of the device a manufacturing related issue can be excluded. The exact root cause cannot be defined, based on the appearance of the inappropriate handling, wear and tear over the years or a combination between these factors are the most likely causes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update additional information received 23. Feb 17: the event happened inter-operatively during surgery on (B)(6) 2017. There was a delay in surgery ¿ unknown how long. The surgery was successfully completed. No fragments removed from the patient, this complaint is regarding faulty instruments.

Manufacturer narrative:
A device history record review (DHR) was performed for the subject device lot number u231677. DHR review for part# 03.503.202 lot# u231677. Release to warehouse date: august 26, 2015. Supplier: (B)(4). No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.